Event description:
This event was captured based on literature review of the abstract, impact of team preparation and procedure technique on outcome of the (B)(4) balloon aortic valvuloplasty. In years 2011 - 2012, 13 balloon aortic valvuloplasty (bav) were performed in (B)(6) aged (B)(6) for treatment of (B)(6) cardiac malformations. A balance middleweight guide wire, whisper guide wire and trek balloon were used in these cases. Clinical outcomes were as follows: pericardial effusion (6 cases); bradycardia (5 cases). No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2012. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted that the trek instruction for use (IFU) states: the trek otw and mini trek otw coronary dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilation of a stent after implantation. The trek balloon catheters are not indicated for balloon aortic valvuloplasty. The additional devices referenced are being filed under separate medwatch reports. (B)(4).